Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Fatigue and hypersensitivity are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, and there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported that the 3.0 x 15 mm xience v stent was deployed on (B)(6) 2015 for treatment of restenosis of an unknown stent located in the proximal lad. The patient complains of fatigue and weakness and feels it could be due to a nickel allergy. Preliminary testing shows it is possible that the patient does have a nickel allergy; however, it is yet to be fully confirmed. No treatment has been performed for the symptoms. No additional information was provided.